Event description:
On (B)(6) 2010, this patient underwent an emergent endovascular procedure using a gore® tag® thoracic endoprosthesis ((B)(4)) to repair a traumatic injury to the descending thoracic aorta. The procedure concluded without incident. After the procedure, the patient was transferred to intensive care unit, and remained there for 23 days due to polytrauma. The patient was infected by (B)(6) 2010, caused by the nature of the traumatic injuries sustained by the patient. On (B)(6) 2010, the patient was discharged. On (B)(6) 2011, infection of the device was confirmed and was treated with antibiotics. The cause of the device infection was pulmonary contusion due to the trauma, and subsequent infection of the aorta. The infection spread and lead to the development of an aortoesophageal fistula. Antibiotics were administered to treat the infection. Due to the infection, the segment of the aorta that was treated with the gore® tag® device became aneurysmal and then enlarged. On (B)(6) 2011, the patient expired due to the aortoesophageal fistula. No autopsy was performed.

Manufacturer narrative:
The review of the manufacturing and sterilization paperwork verified that this lot met all pre-release specifications.